Event description:
Inflammatory reaction, anastomosis leak, increased wbc. The physician called and reported that seprafilm was placed around the stoma of the pt. No pt identifier or demographics have been provided to date. The pt subsequently developed inflammatory reaction with a wbc count of 13,000. The pt also experienced sensitivity on the right side. The event was reported to have lasted for 6 days. The pt also experienced anastomosis leakage. The reporting physician did not provide any further details and has not responded to requests for add'l info. Serious; not expected; unk related.